Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced itching at the insertion site and self-treated by applying an ointment that contained a mixture of 10 grams of myser ointment, 15 grams of propeto, and 25 grams of heparinoid ointment. The customer indicated this prescribed medication was previously prescribed for an issue unrelated to diabetes or a adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.